Event description:
It was reported through a physician that a vns pt underwent generator and lead replacement surgery due to unk reason. F/u with the pt's treating physician indicated that the pt underwent generator and lead revision in (B)(6) 2008 because of lead malfunction/fracture. X-rays were taken for a result of high lead impedance but were not provided to the MFR for review. No pt manipulation or trauma was reported to have contributed to the reported high lead impedance. The pt was re-implanted with vns therapy as a cause of a possible lead fracture. The explanted generator and lead were not returned to the MFR for analysis and assumed to have been discarded at the time of replacement. Review of programming history indicated that the high lead impedance was present since (B)(6) 2006.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.